Manufacturer narrative:
One device was received for evaluation. Visual inspection found a chipped top case, a missing plunger tube grommet, cracked plunger case, and a crooked lcd board. A ¿sa: base hardware failure, check syringe plunger sensor¿ alarm was found in the event history log. Functional testing was able to verify and duplicate the reported problems. It was determined that the faulty interconnect board was the root cause for the base hardware failure. The broken plunger cases were the root causes for the broken syringe plunger driver. The interconnect board, plunger cases, plunger cam, plunger float, push block, and the timing plates were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a "base hardware failure" error and a broken syringe plunger driver. Event occurred during testing, there was no patient involvement.